Manufacturer narrative:
(B)(4). The patient¿s weight: (B)(6) (units not reported). The patient¿s height was 1.53 meters. The patient was connected to the homechoice device for pd therapy at the time of death. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd). Leading up to the death, the patient was seen as an outpatient for low blood pressure. The patient was not hospitalized for the event. Two days later, the patient experienced a myocardial infarction and subsequently passed away. It was not reported if an autopsy was performed. Apd therapy was ongoing until the time of death. No additional information is available at this time.